Manufacturer narrative:
B3: unknown. E1: (B)(6) device evaluation: one device was received. A visual inspection found no physical damage on the device. As a result of checking the event history log, it confirmed that there was a record of the occlusion alarm. During the functional testing, the alarm was unable to be duplicated and the customer reported issue was not confirmed. A root cause was unable to be determined. Preventatively, the downstream sensor seal was replaced and sensor was recalibrated. Service history review identified no indication that the complaint was related to a service of the device within the view period.

Event description:
It was reported that the blockage alarm sounds frequently. Event occurred during patient use, during infusion. There was known patient involvement and no patient was harmed.